Event description:
It was reported that a pump alarmed for a system error 322 multiple times. The device was in use in the facilities recovery room area and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to reproduce the system error 322. The alarm was confirmed through review of the device history log. Further eval determined that the upper and lower aux have failed and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.